Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to check the activation date in the g5 application, uninstall and reinstall the g5 application, and manually enter transmitter ID, which was successful. No additional patient or event information is available.